Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a lap hernia repair, the doctor noticed the needle would not load on one device. While using the second device the needle fell out. The status of the patient is okay. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three devices. Three needles were received. The visual inspection of the needle noted that each needle remained in the loading position. The six needles were loaded onto the pmv device. No difficulty was experienced in loading, unloading, or toggling the needles. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was not used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.